Event description:
It was reported that the device was explanted after an implant duration of 55 months. The reason for the explant is unk, as no other details were provided.

Manufacturer narrative:
Device not returned.